Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator (ins) was eroding through the skin, per the hcp. The rep wanted to know if the patient had an adaptor. The patient's registration did not show an adaptor was registered and it also did not show any new extension either. It was unknown when the issue started to occur. No diagnostics were performed and it was unknown of the exact cause. The ins was removed on (B)(6) 2016 to allow the pocket to heal. They were going to re-implant the ins on the opposite side at a later date.